Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the patient came in on (B)(6) 2019 with the same problem of inadequate stimulation. The patient experienced increasing pain. The outcome was resolved without sequelae on (B)(6) 2020.

Manufacturer narrative:
Concomitant medical products: product ID: 37081-40, serial#: (B)(4), implanted: (B)(6) 2015, product type: extension, product ID: 37081-40, serial#: (B)(4), implanted: (B)(6) 2015, product type: extension, product ID: 3877-45, lot#: b0982583k, implanted: (B)(6) 2009, product type: lead, implant date reported is (B)(6) 2015. Follow up is being done to obtain clarification as this is prior to the device manufacturer date. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) for a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient experienced inadequate stimulation after falling down. The patient came in on (B)(6) 2019 and (B)(6) 2019 with the same problem. On (B)(6) 2019 the device/data was interrogated with no abnormalities. Imaging performed showed no abnormalities and no migration. The device was reprogrammed on (B)(6) 2019. The outcome was reported as ongoing. Etiology was possibly related to the device or therapy, and not related to the implant procedure. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 37081-40, serial# (B)(4), implanted: (B)(6) 2015. Product type extension ,product ID 37081-40, serial# (B)(4), implanted: (B)(6) 2015. Product type extension, product ID 3877-45, lot# b0982583k, implanted: (B)(6) 2009. Product type lead. If information is provided in the future, a supplemental report will be issued.